Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that the buttons were responding intermittently and now they are not responding at all. Customer changed the battery and received another button error. Customer stated he did go swimming but did take the insulin pump off. Blood glucose value is 145 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window and a corroded battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.